Manufacturer narrative:
The reported reader has been returned and investigated. Performed visual inspection on the returned reader; no issue was observed. The reader powered on with the home button and no error message was observed. The reader did not display the pc message. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a "pc" error message on her adc freestyle libre, preventing her from obtaining a reading. The customer subsequently experienced symptoms described as spinning head, heat, and burning. The customer indicated being unable to self-treat and her spouse injected insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "pc" error message on her adc freestyle libre, preventing her from obtaining a reading. The customer subsequently experienced symptoms described as spinning head, heat, and burning. The customer indicated being unable to self-treat and her spouse injected insulin for treatment. There was no report of death or permanent impairment associated with this event.